Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and varied pacing impedance measurements from 200-400 ohms. The patient was noted to be pacemaker dependent and experienced greater than 2 seconds of asystole as a result of the pacing inhibition. Tachycardia therapy was programmed off and the device was programmed to electrocautery protection mode to provide asynchronous pacing pending a revision procedure. Additional information was received that an invasive procedure was performed. The device was explanted and replaced adn the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.